Event description:
A malfunction was reported with the pump displaying a malfunction code malf 24, with a fault ID 0x2219, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer's pump was still under warranty, and technical support arranged to send a replacement pump equipped with updated software. The customer was informed of the necessary steps for returning the faulty pump and placing it into storage mode, and was advised on how to proceed once the replacement was received. They acknowledged the instructions and requested a signature upon delivery. A backup therapy of multiple daily injections was confirmed to ensure continued insulin delivery.